Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to control the systems master tool manipulator (mtm) on the second surgeon side console (ssc2). The operating room (or) had a dual console set up for the procedure and the surgeon was able to control all arms from the first ssc1. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed from the system event logs that an error 23013 occurred, pointing to the right manipulator on the ssc2. The isi clinical territory associate (cta)(initial reporter) confirmed the or disabled right master tool manipulator (mtm) 2. The customer was unable to perform a system power-cycle as requested by the tse; however, indicated they will have the or team do so when possible. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: the recommended power-cycle was not performed. The customer continued the procedure by disabling the right mtm on the surgeon side console (ssc2). The surgery was completed robotically without further issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced/confirmed during the field evaluation. The fse replaced the master tool manipulator (mtm) 2 to resolve the problem. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce the reported issue; however, it was confirmed as having occurred via the system logs. Fa installed the arm onto an in-house test system and powered up. The sine cycle and a test drive were performed without any issues. As a precaution, the axis 6 motor, and axis 6 pinion gear, axis 6 bevel gear were replaced.